Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.38ml from an expected delivery of 20ml delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/= 5%). Based on the data verified, hospira could not attribute the issue to the device. The device was downloaded at the service center. A review of the device history indicated on (B)(6) 2011 at 2305, the device was programmed for tpn with taper up and down 2hrs, for a duration of 12hrs, kvo rate 5ml/hr, a 2300ml container size, and a 2ml air sensitivity. The device continued in use until (B)(6) 2011 at 1640, when the device was powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the delivery was complete sooner than expected. On an unspecified date and time, the device was programmed to deliver tnp (total parenteral) nutrition), with a 2200ml vtbi (volume to be infused), a 2 hour taper up, a 2 hour taper down, a 2200ml container size and the delivery was started. The duration was 12 hours. No further programming parameters were provided. The customer contact reported that on 2 unspecified dates during the week of (B)(6) 2011 at unspecified times, the pt caregiver reported the solution containers were empty two hours sooner than expected. The device was removed from clinical service. Therapy was resumed using a replacement device. The customer contact reported the physician was not notified. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.